Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated device was not working and they had not seen improvement. Patient was not able to void as much as they were prior to evaluation. Patient stated that tape was itchy. Patient had felt like they had to have bowel movement and had not been able to. Patient did not seem to be working very well. Patient was confused about measuring units, unsure which unit was actually measuring in. Patient still felt like they had to have bowel movement but was unable to. Patient had diarrhea all afternoon yesterday. Patient had a 2 bowel movements after not having any but one was diarrhea. Patient was questioning why their bowel movements were all different. Patient seemed very frustrated. Patient was still having diarrhea and did not understand why advised to speak with doctor. Patient was not doing what they expected, not doing anything to help their symptoms. It was reported that it was not easy to cath with diarrhea. Patient mentioned of having diarrhea and constipation, also advised that they were taking probiotic but had since stopped. Patient had been having diarrhea and stated it was being caused from the stimulation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the constipation, diarrhea, cathing, and lack of therapeutic effect was not determined, but fiber was a potential cause. The issues were resolved.